Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the customer received the following results, with two different aviva meters, within 10 minutes: 16.1 mmol/l (system 1) and 7.4 mmol/l (system 2). No adverse event reported. The test strip lot number (494080) was used for system 1 and the test strip lot number (494126) was used for system 2. Return of the suspect device was requested for evaluation.